Event description:
The customer reported a failure to power up.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up. There was no reported pt involvement. A phillips field service engineer evaluated the device and confirmed the failure. The cause was found to be a faulty ac power cord. The ac power cord was replaced to resolve the failure. After passing all performance assurance testing the device was returned to use.